Manufacturer narrative:
A sample has been rec'd, but the eval has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that a knife was dull and could not penetrate the cornea. No harm to the pt was reported.